Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section b3 was corrected with information that was inadvertently omitted from the previous supplemental report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e224 scope communication error occurred due to a cable failure. However, the definitive root cause of the cable failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this event took place during preparation for a diagnostic coelioscopie procedure. Details on whether or not the procedure was completed were not provided, though the reporter did confirm no patient harm.

Event description:
The customer reported that his olympus 4k camera head was presenting an e224 scope communication error during an exam. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.